Event description:
It was reported that a device experienced a door latch problem. It was also reported that there were no pt injuries.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The unit received inoperable due to constant "door not fully latched" messages corresponding the reported symptom of "door latch" caused by a failed upper link switch. The failed upper auxiliary switch was replaced.